Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Work order search: one similar complaint type reported for units within the same lot (same patient, fellow eye).(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.0 diopter, into the patient's left eye (os) on (B)(6) 2011. On (B)(6) 2017, the lens was exchanged with a longer and different diopter lens, due to refractive change over time. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.